Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was a gap in the adhesive on the distal end of the device, as well as a gap between the acoustic lens and the ultrasound probe, and that stain had entered inside the lens through the scope. The customer's originally reported issue of a leaking bending section cover was confirmed. The following additional findings were also noted: due to deformation of a connector water tightness was lost, a nut was loose, due to damage on the ultrasonic probe the displayed ultrasound image was defective with missing elements, due to damage on the acoustic lens the displayed ultrasound image was defective, the adhesive on the bending section cover was detached, due to wearing of the angle wire the bending angle in the up direction did not meet the standard value, the sheet holder had corrosion due to water leakage, a cover plate was detached, and multiple cylinders had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was a leakage in the bending section cover of their evis exera ii ultrasound gastrovideoscope device. Upon inspection and testing of the returned unit, it was discovered that there was a gap in the adhesive on the distal end of the device, as well as a gap between the acoustic lens and the ultrasound probe, and that stain had entered inside the lens through the scope. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely the gap between the acoustic lens and ultrasound probe occurred due to a handling mistake of the facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
Additional information has been received from the customer. The customer had originally experienced a piercing of the sheath of the device, and the issue reportedly occurred after a therapeutic puncture procedure. That procedure had been completed with the same device, and no rescheduling was necessary as a result of the issue. There were no complications.